Event description:
It was reported that the customer experienced high blood glucose levels of over 600 mg/dl and that she received no delivery alarms. The customer stated that she went through three infusion sets the night prior. The customer stated that the no delivery alarm was resolved by a complete set changed and that the insulin pump was working at the time of the call. Advised that a replacement infusion set and reservoir would be sent. The customer declined troubleshooting for the high blood glucose levels and the no delivery alarm. Advised to monitor blood glucose and call back at the customer's convenience. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.